Manufacturer narrative:
Additional information was received on 11/26/2020, impacted product changed from 7710508-052 to 7556461-070. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 12/1/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the pictured device was completed by the failure analysis lab on 12/7/2020. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. On 12/9/2020, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. The relevant fields have been updated. Please refer to h11. Corrected data for corrections. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 600cc mentor memorygel breast implant experienced right sided capsular contracture baker grade iii post procedure. As a result, patient underwent removal and replacement with a like device on (B)(6) 2020.